Event description:
The customer called to report high blood glucose and the reading was 355 mg/dl. The customer stated she removed the reservoir and noticed that insulin leaked from the o-rings into the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.